Manufacturer narrative:
The sample was submitted for investigation. The investigation confirmed the customer's negative cmv igg result (0.314 u/ml). The result from the recomline cmv igg for this sample was reactive. The sample was reactive for both the cmv igm (6.69 coi) and the recomline cmv igm assay. This data suggests that the patient sample is likely to generate a false negative result when tested with the roche cmv igg assay. This is a rare occurrence but can happen with individual samples. This is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for igg antibodies to cytomegalovirus (cmv igg). The erroneous results were reported outside of the laboratory. The initial cmv igg result was 0.4 iu/ml. The repeat result from a vidas analyzer was 15 (unit of measure not provided). No adverse event occurred. The e602 analyzer serial number was not provided.